Manufacturer narrative:
The device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the preparation of the humeral canal, a size 14 proximal reaming guide became wedged in the canal and surgeon was unable to remove. Several attempts were made to remove it. During the process the tip of the internal rod (catalog # 2307-74-002) broke off. Eventually it was removed after an osteotomy of the humerus and the use of flexible osteotomes. Surgery was completed in the normal manner.